Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The outer insulation of the lead was extrinsically breached due to a tear. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found the outer insulation breached extrinsic/torn, damaged at implant. The insulation was likely grasped tightly by some tool causing the insulation to tear. There was nothing found that related for the high impedance complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the right ventricular (rv) lead had high and undefined impedances. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.